Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - constructs: cslp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Initial reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 899 patients who were operated with the with cslp solo (338 patients, mean age of 52 years, 163 females) and cslp combined with interbody cage or other anterior device of non-depuy brand except 1 synmesh (537 patients, mean age of 51 years, 262 females) between january 02, 2006, and november 22, 2020. The following complications have been identified as per the (B)(6) report: (cslp solo) intraoperative complications: 1 patient death. 7 patients had dural tear. 3 patients had medullary injury. 2 patients had esophagus injury. 3 patients had recurrent nerve injury. Postoperative complications: 1 patient had reintervention during index stay for implant adjustment. 4 patients had reintervention during index stay to drain hematoma. 1 patient had reintervention during index stay for other reasons. 89 patients had dysphagia within 1 year postoperative. 1 patient had pulmonary embolism within 1 year postoperative. 69 patients had recurrent nerve injury within 1 year postoperative. 13 patients had surgical site infection within 1 year postoperative. 2 patients had thrombosis within 1 year postoperative. 2 patients had readmission to drain hematoma. 4 patients had readmission for redecompression. 3 patients had readmission for implant removal. 4 patients had readmission for revision of fusion. 1 patient had readmission for other reason. 1 patient had 2nd readmission for redecompression. 1 patient had 2nd readmission for other reason. 3 patients had subsequent registered reoperation on new index level. (Cslp + interbody cage or another anterior device) intraoperative complications: 2 patients had dural tear. 2 patients had medullary injury. 1 patient had recurrent nerve injury. 2 patients had root injury. Postoperative complications: 3 patients had reintervention during index stay to drain hematoma. 1 patient had reintervention during index stay for other reason. 133 patients had dysphagia within 1 year postoperative. 2 patients had pulmonary embolism within 1 year postoperative. 101 patients had recurrent nerve injury within 1 year postoperative. 11 patients had surgical site infection within 1 year postoperative. 7 patients had thrombosis within 1 year postoperative. 2 patients had readmission to drain hematoma. 4 patients had readmission for redecompression. 3 patients had readmission for implant removal. 4 patients had readmission for revision of fusion. 1 patient had readmission for other reason. 3 patients had 2nd readmission for redecompression. 1 patient had 2nd readmission for other reason. 12 patients had subsequent registered reoperation on new index level. This is for the unknown synthes cslp instrumentation. This report is for one (1) unk - constructs: cslp. This is report 1 of 2 for complaint (B)(4).